Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon evaluation, the electrode belt failed incoming functionality testing. The front pulse wire in the trunk cable was open, causing the reported alarms. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. Patient was received a replacement electrode belt.